Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 unit has no display. Customer reported that there was no patient involvement.

Manufacturer narrative:
Customer replaced the display assembly to address the reported problem. The unit is working correctly.